Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This patient developed a hematoma post device implant. The patient was monitored on an outpatient basis, but as swelling persisted and early thinning of the skin was observed, the decision was made to revise the pocket. The pocket revision procedure was performed on (B)(6) 2010 and the patient was discharged home that same day. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.